Manufacturer narrative:
The device was expected to be returned. Should the device be returned analysis will be completed and this investigation will be updated.

Event description:
It was reported that during a routine follow of this device safety mode was triggered. The previously check of the device battery showed one year remaining. The device was thus explanted and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during a routine follow of this device safety mode was triggered. The previously check of the device battery showed one year remaining. The device was thus explanted and was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that during a routine follow of this device safety mode was triggered. The previously check of the device battery showed one year remaining. The device was thus explanted and was returned. No adverse patient effects were reported.